Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced the low blood glucose. The customer's blood glucose was 37 mg/dl. The customer had another blood glucose of 300, 266, 113, 67, 55 mg/dl. The customer experienced high blood glucose and customer was okay to perform troubleshooting. The customer has been using insulin pump system within 48 hours of reported high blood glucose event. It was stated that the auto mode was active at the time of incident. Customer was neither in emergency room, nor admitted into hospital, a result of high blood glucose. It was stated that the customer was alleging possible insulin pump under delivery. It was stated that the self test was passed. The insulin pump will not be returned for analysis.